Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-delivered insulin due to entering too many carbohydrates for the lunch consumed, and experienced a blood glucose (bg) level of 44 mg/dl. To treat the bg level, the customer consumed skittles. At the time of the reported event, the customer was doing "okay".